Event description:
It was reported that during a follow-up visit, the device could not be interrogated. Attempted interrogation several times with different programmers and no telemetry could be established. The patient does not recall receiving any shocks since last visit. The device was programmed to high output settings. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.